Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had a hole in the outer tube and broken fabric threads from kink resistant tubing (krt) input tube wear in the proximal end. The first cylinder had wear at fold in the proximal end and middle of the cylinder. The first cylinder had a leak from input tube wear in the proximal end. The second cylinder was microscopically inspected and had a hole in the outer tube from krt input tube wear in the proximal end. The second cylinder had a hole in the distal end of the cylinder from sharp instrument. The second cylinder had wear at fold in the proximal end, middle of the cylinder. The second cylinder had a leak from sharp instrument in the distal of the cylinder. The momentary squeezed (ms) pump was microscopically inspected and the ms pump krt was worn to the filament. The ms pump did not pass activation testing. The pump passed the leakage testing. This investigation was assigned to the conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid leakage in the cylinder. The ipp was explanted and replaced with a new ipp. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid leakage in the cylinder. The ipp was explanted and replaced with a new ipp. There were no patient complications reported.